Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the driver broke off in the bone screw during use. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.